Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had poor telemetry or no telemetry with recharging. Patient stated that his ins was implanted most recently and will not take a charge. Patient stated about two months ago they tried to charge the ins and was not able to. Patient was able to successfully charge their device about three months ago. Patient re-directed to follow up with hcp form physician mode recharge. It was reviewed since he has not charged the ins in about three months, it's very likely in an over-discharge state. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID 977c190, serial# (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer on (B)(6) 2019 that the lead broke and the patient could not charge. The patient received a new device and the issue resolved. No further complications were reported.

Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 977c190, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient responded rather confusingly to a letter from the manufacturer- when asked if the cause of the lead break was determined they noted that "after using the lead to charge the device, I went to take it out and the leads stayed in the system". They also reported that the devices were returned to the manufacturer. No further complications reported.